Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of the twist clamp on a minicap extended life pd transfer set this issue occurred during use for peritoneal dialysis therapy. As a result, the patient¿s transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6. H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.